Event description:
Pt admitted for elective av node ablation and pacemaker implantation in 9/05. Av node ablation performed successfully. Permanent pacemaker insertion began and patient experienced respiratory arrest and cardiac collapse. Patient had received versed 6mg and fentanyl 175 mcg in approximately one hour. Code 199 called and patient successfully resuscitated. Admit to ICU where diagnosis of anoxic brain injury was determined. After extensive work up and consultation, life support was withdrawn 4 days later at 1830 and patient started on morphine drip for comfort. Patient expired the next day at 0040.

Event description:
"92 year old pt admitted for elective av node ablation and pacemaker implantation on 9/05. Av node ablation performed successfully. Permanent pacemaker insertion began and pt experienced respiratory arrest and cardiac collapse. Pt had received versed 6mg and fentanyl 175mcg in approx one hour. Called and pt successfully resuscitated. Admit to ICU where diagnosis of anoxic brain injury was determined. After extensive work up and consultation, life support was withdrawn on 9/ at 1830 and pt started on morphine drip for comfort. Pt expired on 9/ at 0040." The reporter stated the incident was related to the device because the device operator had failed to set the spo2 function to alarm if pt's spo2 level dropped below a safe level (the exact setting is unknown to the reporter). The reporter also stated the hospital biomedical department evaluated the device, observing proper operation, and reached the conclusion that the users failed to turn on the alarms. The reporter could not provide further details. The reporter stated the hospital biomedical department evaluated the device, observing proper operation, and reached the conclusion that the users failed to turn on the alarms. The device was returned to use in the hospital by the biomedical department. The reporter could not provide further details of the evaluation and the facility declined an offer of service from medtronic. "The lifepak 12 defibrillator/monitor can be configured to power up with alarms on or off. The majority of users do not power up the device with alarms on due the typical use scenario is that of a critical pt and alarms would always be sounding. The device is configured at the factory with the alarms off. Once the device is powered on, users can select to have alarms turned on. "Spo2 by itself is not considered a critical feature. Values frequently do not fall until minutes after respiratory distress or arrest has occurred. "The pt care situation itself puts the pt at risk if adequate monitoring is not provided: 'monitor the pt carefully from the administrattion of the medications until recovery. The nurse monitoring the pt should have no other responsibilities during or after the procedure that will interfere the nurse's ability to adequately monitor the pt.' 2004 emergency nursing procedures". Medtronic ers alert date: 10/2005. The device was returned to use in the hospital by the biomedical department. The facility declined an offer of service by medtronic. On 10/2005, co received this user-facility mandatory medwatch report (see attached) by mail from FDA, postmarked 09/2005, then phoned the reporter for additional information. The reporter stated the incident was related to the device because the device operator had failed to set the spo2 function to alarm if pt's spo2 level dropped below a safe level (the exact setting is unknown to the reporter). The reporter also stated the hospital biomedical department evaluated the device and observed proper operation and then returned the device to use in the hospital. Based on this information and that the spo2 monitoring function is not a critical feature of the device, that the device operated as specified, and that adequate monitoring is the responsibility of the pt's caregivers, medtronic has determined that the device was not related to the reported incident, did not cause or contribute to the pt's death, and therefore will not be submitting a manufacturer's mandatory medwatch report.